Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, it will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat # 48450102, lot # gc949727, description: abgii, femoral stem with hydroxyapatite right n2. Cat # 2060-0000-1, lot # 31217303, description: acetabular dome hole plug. Cat # 542-11-52e, lot # 13308201, description: trident psl ha cluster 52mm, cat # 6565-0-232, lot # 11001901, description: alumina v40-femoral head 32mm, +4mm nk. It cannot be determined which, if any of these devices may have caused or contributed to this event.

Event description:
It was reported that a patient was concerned that he had cobolt chrome poisoning from his hip replacment which was implanted in 2005.